Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and death, are listed in the xience sierra, ce eluting coronary stent systems (eccs) instructions for use, as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2019, the patient presented with a non-st-elevation myocardial infarction (nstemi). The procedure was to treat the mid left anterior descending artery. A 2.75 x 23mm xience sierra stent was implanted on (B)(6) 2019. It was confirmed that the patient was compliant with dual antiplatelet drug therapy. On (B)(6) 2019, the patient was readmitted due to enzyme elevation and chest pain. Percutaneous coronary intervention was attempted but the patient was uncooperative and therefore procedure was aborted. Then the patient developed respiratory failure and was admitted to home hospice. On (B)(6) 2019, the patient died at home. An autopsy was not performed. The cause of death is unknown. Per the physician the device did not cause or contribute to the patient death. No additional information was provided.